Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compact flash card was recommended for replacement to resolve the reported issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.